Event description:
Device malfunction: suture break (device #3). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after a pulmonary valve replacement procedure. Reportedly, a suture break occurred. A guide wire was re-inserted into the femoral vein and the device was removed. Two proglide devices were attempted with the same results. Hemostasis was achieved using a fourth and fifth perclose proglide pre-loaded into the femoral vein. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 - proglide (part #12673-05; lot 62097-6h), device #2 - proglide (part #12673-05; lot 62097-6h), referenced being filed under medwatch reports, device #1 proglide MFR #2953144-2008-00824 and device #2 proglide MFR #293144-2008-00825. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (Off label use - device used in femoral vein).